Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, an abnormal shape was noted on distal part of the right ventricular (rv) lead. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported.